Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. At the time of this report, the patient was still hospitalized in the intensive care unit for peritonitis. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported the patient was not recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient who acquired peritonitis had passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient recovered from peritonitis prior to death. The patient was performing automated peritoneal dialysis (apd) therapy while they were hospitalized for peritonitis with a hospital homechoice (hc) device. It was unknown if pd therapy was discontinued prior to death. It was not reported if an autopsy was performed. A review of all batch record documents was performed for potentially associated lot numbers h14b16030 and h14c14033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.